Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Upon attempt to interrogate the device, difficulties were encountered. The patient had not been seen for a device interrogation for quite some time. The monitoring voltage was 2.19 volts and the charge time was 30.0 seconds. End of life (eol) had been met in 2008. The patient was seen for a device explant procedure where the device was explanted and replaced. There were no additional adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.